Manufacturer narrative:
A follow up report will be submitted after the device has been received by philips for evaluation.

Event description:
The customer reported the primary alarmed failed during clinical use. There was no reported patient harm.

Manufacturer narrative:
This was reported in error. The device was not a v60 as originally reported, but a v680 which is not distributed in the us market.